Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and passed all tests. The problem reported by the customer could not be duplicated. A review of the history device records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints, at the present time, this complaint is closed.

Event description:
Affiliate reported that the pt's ventricles remained large despite programming changes and confirmation that there was flow through the valve. The surgeon decided to revise the pt's shunt and is continuing the monitoring.